Event description:
The consumer reported that she no longer felt the vibration caused by the device since she woke up and her bladder was very active since noon on (B)(6) 2016. Additional information from the consumer reported that there was a loss or change of therapy. She was not feeling stimulation and her bladder went crazy. It was noted that the patient went to the managing health care professional's office on (B)(6) 2016 but the problems did not start until she left the office. When the amplitude was increased, she felt stimulation in the correct area. This was considered a sudden change in therapy/ symptoms. Her indications for use were urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.